Event description:
The customer reported having a couple of low blood glucose episodes where she was treated by the paramedics on (B)(6) 2012, and the second time she was taken to the hospital on (B)(6) 2012. The customer stated that days later her glucose was 238 mg/dl and gave herself a correction of 3.6 units, then her glucose dropped to 46 mg/dl. The customer checked settings and they were correct. The customer stated her link meter was giving different readings. The customer also mentioned having liver failure and lost weight. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.